Event description:
It was reported that a soft electrical reset occurred. The device status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that a power on reset occurred on (B)(4)-2009. The analyst commented that the por severity is low. The device should be able to fully recover after the reset. Also commented that the diagnostic information is consistent with the event.